Event description:
The consumer reported receiving severe burns from her heating pad. The extent of the burn is unknown at this time. Burns of this nature are caused by the consumer laying or leaning against the heating pad which is contrary to proper use instruction.